Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple automode switching episodes and noise were observed on the atrial lead. The episodes looked like myopotentials with some episodes resembling electromagnetic interference (emi). No other issues were noted. No changes were made. The lead was being monitored remotely. The patient was stable.

Event description:
It was reported that automode switching due to noise was once more observed on the atrial lead via remote transmission. Lead function was stable and within normal limits. No changes were made. The lead was to be monitored. The patient was stable throughout.